Event description:
It was reported that during a follow up, high pacing lead impedance was observed. X ray showed suspected externalized conductors. The lead was capped and replaced. Patient condition was good after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.